Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that verification could not be performed during electromagnetic straight suction inspection. There was no patient involvement.

Manufacturer narrative:
Product analysis # (B)(4) :2024-06-21 11:18:27 cdt webmremotews sfdcmnav product analysis task update tested by date: 2024-06-21 failure mechanism (other): would not verify findings and conclusions: the returned straight suction was not able to verify when attached to a known good tracker. The suction displayed a divot error of 2.7mm to 2.9mm. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.